Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a electrophysiology procedure using an 8.5f sheath. Reportedly, when the plunger was removed, the suture separated and the knot came out untied. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a electrophysiology procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device or the absence of performing the preclose technique would not contribute to a suture separation. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.